Event description:
It was reported by svc report that the nurse call cable had several damaged pins and it could not plug into the wall. The customer could not determine if there was pt involvement; however, no adverse consequences were reported.